Event description:
During a laparoscopic appendectomy procedure, after firing properly, the cartridge sprang free into the abdomen when opening the instrument. The device served its purpose of cutting and stapling. No patient consequence.